Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple button alarms (alarm 22) occurred. Reportedly, the customer stated that pump was not being interacted with and that the button was not being pressed. The customer attempted to deliver a bolus using the touchscreen and not the button, but received the alarm twice. The customer had not tested blood glucose level.